Event description:
Additional information received from a company representative (rep) reported a motor stall recovery had been logged 6 hours after the magnetic resonance imaging (MRI). No actions had been taken other than they kept checking the pump every 15 minutes. The patient being in the hospital was reported to be unrelated to the pump/therapy. The patients weight was asked but remains unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2023, information was received from a manufacturer representative (rep), regarding a patient receiving morphine (10 mg/ml, 0.5 mg/day) via an implantable pump for non-malignant pain. It was reported the patient was in a hospital and had an magnetic resonance imaging (MRI). The rep stated a motor stall was logged at 10:12 am and a motor stall recovery was not logged. Reinterrogation was discussed and the rep still did not see a motor stall recovery. The rep also stated there were motor stall on (B)(6)2023 at 11:29 with a recovery at 12:03 and on (B)(6)2023 at 6:34 with a recovery at 7:10. The rep did not know if the patient had mris or exposure to electromagnetic interference (emi) at the time of those events, but said a rep was not called out to that prior. The rep mentioned the patient was non-verbal. No symptoms or patient complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.